Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to attach the connector to the device after multiple attempts and used several new supplies before successfully connecting while on a call, after which insulin delivery was resumed and blood glucose was reported as 131 mg/dl. Symptoms included no adverse effects. Outcomes included replacement shipment of infusion sets, connectors, and cartridge kits. Investigation included customer interview and review of shipping and usage information. Investigation of this case revealed that the device resumed normal function after successful reconnection and no alerts or alarms occurred. It was concluded that the event involved a connector attachment difficulty with no clinical harm and that replacement supplies were provided to support continued use.